Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a prime anomaly. The customer's blood glucose was 500 mg/dl. The customer stated that insulin continued to drip even after letting go of the act button. Explained to customer that a gap between the piston and reservoir stopper may have been the cause of the insulin dripping out. The insulin pump passed the verification test. The customer then stated that they were using alcohol spray to clean the reservoir before using it. Advised customer to not use the spray. Nothing further reported.